Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the left iliac artery the balloon was reported to have ruptured at 8 atmospheres. The vessel was described as moderately calcified. There was no reported patient injury. A non sterile opta pro 7.0 mm x 6 cm was received. The balloon appears as if it had been inflated and deflated. Blood residues were observed inside the balloon. No other anomaly was observed on the received unit. An attempt to inflate the balloon was made. The balloon could not be inflated, a leakage was observed on it. A scanning electron microscope (sem) analysis was performed to the balloon of the received unit. The results indicated that the balloon external surface exhibited evidence of damage/abrasions near the tear edge. The sample exhibited no evidence of internal surface damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst was confirmed; however the exact cause of the failure could not be conclusively determined. Neither the product analysis nor the device manufacturing records review suggests that the failure experienced by the customer could be related to the manufacturing process; therefore, no corrective or preventive action will be taken. The balloon showed evidence of abrasions on the outer surface that would imply there were vessel characteristics that may have contributed to the event.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the sales rep, the sds balloon burst at 8 atmospheres in the left iliac artery. No further intervention was needed as the stent was sufficiently deployed in the artery despite the balloon burst. The lesion was noted to be moderately calcified. There was no report of patient injury.